Manufacturer narrative:
The device was explanted on (B)(6) 2025. Upon receipt, the ICD was interrogated, revealing the eos battery status, 47 charging cycles were recorded in the device¿s memory. The memory content of the device was inspected. The analysis of the shock holter data showed that an amount of 42 charging cycles were performed by the device in the time of 7:43 pm to 9:30 pm on february 02, 2025 due to intrinsic signals. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos1 battery status. The amount of charge taken from the battery was verified, revealing the mos1 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Device is at eos status after 37 shocks. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2025 the ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been inspected. The battery status was found to be eos, detected by the device on (B)(6) 2025. Analysis of the shock holter data showed that an amount of 42 charging cycles was performed by the device within two hours. As a result of that successive charging the eos battery status had occurred. The battery condition was checked and found to be normal and as expected. The current consumption was also inspected and found to be normal. There was no indication of a device malfunction. However, should additional relevant information or the device itself become available, this investigation will be updated.

Event description:
Device is at eos status after 37 shocks. Should additional information be received, this file will be updated.